Event description:
#Medwatcher #follow up1 #FDA mw5059620 #(B)(4). I need to add this was not hysterectomy I underwent a bilateral salpingectomy I also have acne since removal I never had that before I have extreme pain when I ovulate on my right side for weeks before my cycle since removal having them removed relieved the constant stabbing abdominal pain I had yes but a lot of the long term effects still remain.

Event description:
(B)(4). Had to have device removed due to increased pain in abdomen and pelvic area, pain during intercourse, heavy bleeding, migraines, hair loss, underwent several tests including exploratory lap, several scans, and ultrasounds to find that essure had migrated from where they were supposed to be. I could not extend my body, cough or bend over. I'm still experiencing pain and side effects after removal as well.

Event description:
#Medwatcher #followup2 #FDA mw5059620 #(B)(4). Still having pain during intercourse and yes the sharp stabbing pains in pelvic area and abdomen are back but worse after removal on right side around the ovary area severely painful went through pelvic floor physical therapy as advised did not help have been back to the obgyn a few times and they suggest hysterectomy which is what I didn't want to begin with!!!!!